Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report in (B)(6) 2022 of a patient who received coolsculpting treatments to the infrascapular areas and abdomen with the cooladvantage and coolcurve contour applicators and developed paradoxical adipose hyperplasia. Approximately 18 months prior to (B)(6) 2022, the patient had corrective liposuction to the area, and approximately six weeks after the liposuction surgery, the treated tissue was still enlarged and has continued to increase in size. The patient may be experiencing paradoxical adipose hyperplasia recurrence to both areas.

Event description:
Allergan aesthetics received a report on (B)(6) 2022 of a patient who received coolsculpting treatments to the infrascapular areas and abdomen with the cooladvantage and coolcurve contour applicators and developed paradoxical adipose hyperplasia. Approximately 18 months prior to on (B)(6) 2022, the patient had corrective liposuction to the area, and approximately six weeks after the liposuction surgery, the treated tissue was still enlarged and has continued to increase in size. The patient may be experiencing paradoxical adipose hyperplasia recurrence to both areas.

Manufacturer narrative:
Corrected data.